Manufacturer narrative:
The insulin pump was received with no escape button response due to flattened button domes witch. The connector on the lcd board was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the "b" button was not responding. Customer's blood glucose was 240 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.